Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced scale marking issues. The following information was provided by the initial reporter: the customer reported that the scale marking was missing.

Manufacturer narrative:
H6: investigation summary: customer returned a single 0.3ml, 29 gauge, 12.7mm syringe from lot 1340357. The body of the syringe does not have any scale markings or text of any kind. A review of the device history record was completed for batch # 1340357 all inspections were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of scale markings missing. The root-cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced scale marking issues. The following information was provided by the initial reporter: the customer reported that the scale marking was missing.